Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2006 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that following insertion of the mesh the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was also reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat recurrent urinary stress incontinence concurrently with urethrolysis and cystoscopy. It was further reported that the patient underwent mesh removal on (B)(6) 2007 due to recurrent urinary stress incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh was implanted and on (B)(6) 2006 and mesh was implanted and on (B)(6) 2007 and mesh was implanted. However, according to the complaint mesh was implanted, but no medicals were provided. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.